Manufacturer narrative:
Additional device information: unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date detail of product. Item number 00877503604; item name biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14, lot # unknown; item number 31-323230; item name 3.2mmx30mm rnglc+ acet drl bit, lot # 307390; item number 98000125003; item name por st/tm cup/xlpe ln/cer hd, lot # unknown; item number 00771100720; item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5; extended offset, lot # 63682639; item number 00875705801; item name shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, lot # 63684023; item number 00875201336; item name liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, lot # 63259274; item number 00625006525; item name bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 63761446; item number 00625006535; item name bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 63497896; item number 00625006530; item name bone screw, item # 0100561322; item # 0100561322; item name: wagner cone prosthesis, 135, uncemented, 22, taper 12/14, lot # unknown. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to infection in which all the implants were explanted and cement spacers were placed. Patient is scheduled for a second stage revision with a triflange.

Manufacturer narrative:
This follow-up report is being filled to inform you that no event associated with the item # 01.00561.321. Please disregard the report 0009613350 - 2018 - 01032 and void it from your system. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please disregard the report 0009613350 - 2018 - 01032. No event associated with the item # 01.00561.321. Please void it from your system.